Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experienced high blood glucose level. The customer was on work and did not realize that infusion set was disconnected. The blood glucose level of customer was 400 mg/dl and three hours later was 268 mg/dl. The insulin pump will not be returned for analysis.